Event description:
During a remote follow-up, it was reported that an episode of ventricular tachycardia was incorrectly detected as supraventricular tachycardia by the device. The device delivered delayed anti-tachycardia pacing (atp) to terminate the arrhythmia. The physician did not allege a malfunction against the device and alleged that the device was performing as expected based upon it's programmed settings. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of incorrect display of morphology discriminator diagnostics was confirmed. Based on the review of the provided data, it was found that the episode details incorrectly report ¿n/a¿ for morphology diagnosis details when morphology method is far field morphology discriminator. This is the result of a software error and this issue is only present in ellipse and assura devices.